Event description:
On (B)(6) 2012, the reporter called animas alleging that the down arrow and ok button are not responding with every button press. There is no peeling of keypad, but the ok button is worn. The patient is being sure all button presses are correct and has a backup plan. The pump is worn exterior to garment, and a protective lens film is use. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: contamination under button contacts, button contact defect. Testing confirmed intermittent responses to button presses on the up, down, ok and contrast buttons. Multiple button presses requiring increasing force are required before the buttons will engage. None of the buttons on the keypad have normal spring back or click. No visible damage on the keypad. Removed keypad cover to check condition of the button contacts. Contamination was present under the contacts of all buttons. Observed the ok button contact to be misaligned.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.